Event description:
It was reported that during a right hip procedure, the liner would not mate with the cup. It was ensured the cup was free of debris before attempting to implant a second liner. The second liner never sat flush with impaction. A different size liner was used to complete the procedure and it fit with no issues. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.